Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis therapy. It was reported the extension set fell off an unknown disposable (details not provided). Two to three days later the patient experienced cloudy effluent in the context of peritoneal dialysis, and presented to the clinic. On previous visits to the (B)(6) the nurse had not noticed that the patient¿s extension set was loose, and did not know when the extension set had been placed. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. It was not reported if the patient was hospitalized. On an unreported date, the hp began treatment with vancomycin 1.5mg (route and frequency not reported) with the last dose given 21 days after the clinic visit. The cause of the peritonitis event was unknown. The event outcome was not reported. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: the date of event was reported as weekend of (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.